Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. The events were not duplicated during evaluation. One device was fount to be affected by internal corrosion. One device was found to be within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device was reportedly leaking. One event had no patient involvement; no patient impact. One event had patient involvement; no patient impact.